Event description:
Subsequent to the initial report filing, additional information was received reporting that the physician felt the gripper line had stretched out and was not raising and lowering at a 1:1 rate per usual. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, a cause for the reported difficult to remove from anatomy could not be determined. The reported tissue damage appears to have been a cascading event of the difficulty to remove from anatomy. The reported stretched gripper line appears to have been a result of procedural conditions. The reported difficulty to open or close (gripper actuation) appears to have been a result of the reported stretched gripper line. The reported patient effect of tissue damage as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.h6 device code 4012 was deleted and codes 1601, 2921 were added.

Manufacturer narrative:
The device was discarded. Investigation is not yet completed. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report the clip caught on chords and tissue damage occurred. It was reported that this was a mitraclip procedure to treat mixedl mitral regurgitation (mr) with a grade of 4 with p2 prolapse with broad jet encompassing from p1-p3. The first clip delivery system (cds) was advanced to the mitral regurgitation and the clip was implanted in a2/p2. A second cds was advanced to the mitral valve and the clip was attempted to be placed on the lateral side of the a2/p2. However, the clip became stuck in the chords. Once the clip was released from the chords, a small secondary chord was noted to be ruptured without any additional mr. The physician decided to remove the second clip. The physician felt the gripper line was not functioning correctly after the clip was caught in the chords. A thirds cds was advanced and the clip was implanted successfully on the lateral side of a2/p2. Two clips implanted, reducing mr to 2. No additional information was provided.